Event description:
Account - (B)(6), sanofi complaint ref# (B)(4). Country event occurred - japan. Item, sku, lot# - unknown. Event description: check attachment. Note - please check the attachment for additional information. Additional information: rear cannula end is broken.

Manufacturer narrative:
Note: event occurred in japan, but was reported by sanofi aventis in the united states. Please see section b for additional information. This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.